Manufacturer narrative:
The blade subject to this MDR was not returned to the MFR for eval. Lot number info was not provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during surgery, the blade broke. It was also reported that there was no pt injury and there was no delays as a result of this event. It was further reported that the procedure was completed successfully.